Manufacturer narrative:
(B)(4). Sample will not be returned.

Event description:
It was reported the procedure was being performed on a (B)(6) male patient. The catheter was placed on (B)(6) 2014 in the operating room. A chest x-ray was performed to confirm catheter placement. On (B)(6) there was leakage noted under the dressing. This occurred for a week according to their documentation. It was not enough to saturate the dressing but enough that it was pooling and required attention. Their records do not speak of the issue after (B)(6) 2014 but it seems to have stopped leaking when the infusion was discontinued. There was no delay in treatment and no patient death or complications reported.